Event description:
It was reported that during the implant attempt because of the inability to place the lead in a stable location within the coronary sinus, the lead was removed and a different lead was successfully placed. It was also noted that the patient is participating in the block hf study. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt because of the inability to place the lead in a stable location within the coronary sinus, the lead was removed and a different lead was successfully placed. It was also noted that the patient is participating in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and no anomalies were found.